Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead; patient code (B)(4) pertains to the lead. Device code (B)(4) pertains to the lead. (B)(4) pertains to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there were lead fragments remaining in the patient after system explant. The rep reported that they did not have any further details about the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.